Event description:
It was reported the patient is deceased. A family member called the manufacturer stating the patient's device did not "go off" and the patient passed away. Further review of the manufacturer's database indicates the patient died approximately eight and one-half months post the implant of the device. Per the physician's office, the patient was last seen in clinic approximately one month prior to death; the device was "functioning normally" and there were no ventricular tachycardia/ventricular fibrillation episodes reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4470 implantable pacing lead, (B)(6) 2005. D274trk implantable cardiac resynchronization therapy defibrillator, (B)(6) 2010. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and not received.

Manufacturer narrative:
No eval explain code.